Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The cause for the revision is unk at this time. The evaluation is currently ongoing, and a supplemental report will be filed when results are obtained.

Event description:
The surgeon had performed a total hip arthroplasty using the robotic arm interactive orthopedic sys (rio) and the restoris pst/tfs total hip sys. About a month after surgery, the surgeon performed a revision of the stem, to a restoris metafix stem. The surgeon also exchanged the pst acetabular liner.